Manufacturer narrative:
The reported battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller (B)(4) in use during the reported event had the smr upgrade. Log file analysis does not show occurrences of premature switching events. Log files did reveal a controller power-up with their associated motor start event on (B)(6) 2017 at 04:11:32 hours. At 04:04:05 hours, before the controller power-up, bat204051 was connected to power port 1 with capacity equal to 25% (primary source) and bat208170 was connected to power port 2 with capacity equal to 96%. At 04:26:30 hours, after the controller power-up event, bat206223 was connected to power port 1 with capacity equal to 97% and bat206310 was connected to power port 2 with capacity equal to 93% (primary source). The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Failure analysis of the battery revealed that the unit passed visual inspection and functional testing; the reported event could not be replicated during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to iata and dot regulations prohibiting the transportation of lithium ion batteries by air. Investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller changed from one power port to the other one before batteries are down to 25% (>25%) during the exchange of an empty battery which resulted in a pump stop without any symptoms. Battery was exchanged and taken out of service. It was stated that there were no consequences or effect on the patient. No additional information available.